Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 04, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached. The lens was cleaned and no issues that could contribute to or cause the complaint issue could be identified. Based on the return condition of the lens and no return of the handpiece, no further product evaluation could be performed. The complaint issue of haptic stuck to haptic was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name and address: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was very sticky after it was fully inserted into the patient's operative eye. The iol was cut in half and removed. No further information was provided.

Manufacturer narrative:
Additional information: section b5: through follow-up we learned that the lens was removed and replaced during the same procedure. As far as the surgeon knows the patient is fine. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.